Manufacturer narrative:
(B)(4). Batch # m55159. No further information is available. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a hartman procedure with planned permanent colostomy the device did not staple but cut. There were no anomalies noticed during preparation or firing. Instrument was closed and fired on tissue according to handling instructions. After firing of the device it was observed that the staple line was completely insufficient. Staples could only be partially observed in the tissue. These staples were misformed or unformed. There was no severe bleeding. Surgeon took another instrument for closure of the anal stump.